Manufacturer narrative:
Complaint number: (B)(4).

Event description:
It was reported that during treatment patient had 2 wounds fasciotomy. She tried to use a touch pump and was not able to get a tight seal, pump was "running hard", she tried to use 2 pumps and still claimed the pump was "running hard" not giving a full seal. When the dressing was applied correctly/no leaks. She had tried to bridge the wound and run 2 separate pumps. Finally patient applied one kci vac and claims to have gotten a perfect seal immediately and no issues. No patient harm reported.

Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A document review was not performed because the lot/serial number was not provided. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Factors that are known to contribute to the alleged fault/failure may be an obstruction or component failure. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.